Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/23/2019. A manufacturing record evaluation was performed for the finished device mm5030 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2019 and suture was used. The needle broke, and the broken piece fell on the ground. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.